Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm, problem isolated to the force sensor. Unable to perform the selftest, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Pump received with label damage/faded. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the serial number is missing from behind pump. The blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.